Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement. Subsequently, the device was reprogrammed to a single coil shock vector, which resulted in a within acceptable limits measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.